Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, fistulae, bleeding and vaginal scarring. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted concurrently with a&p repair, abdominal sacral colpopexy, extensive lysis of adhesions with enterotomy and repair. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, bladder infections, hematuria, dyspareunia, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.